Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was related to medications used to treat the patient's history of autoimmune deficiency. The patient was hospitalized for 1 day for the event. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available at this time. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 13b18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. (B)(4). Should relevant additional information become available, a follow-up report will be submitted.